Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were visible on the handle of the cannula and on the c- ring. The scope wash tubing, metal wire, and the c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. No visual defects were observed on the c-ring. The metal wire was disconnected from the c-ring. A review of the manufacturing process instructions identifies a step in the process where adhesive is applied to the c-ring/wire support insertion hole. During visual inspection using microscopy, the wire was observed to have no evidence of damage and evidence of residual adhesive. There is no evidence of incorrect assembly and the c-ring wire was verified to be a function. In addition, evidence of adhesive was verified under 10x magnification inside the bonded opening and on the outside surface of the c-ring. Based on the results of the evaluation the reported complaint was confirmed for the reported failure mode ¿break- cannula¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 during use of the device, the c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 during use of the device, the c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.